Manufacturer narrative:
Product event summary: the pscc100 catheter with lot 0012582068 was returned and analyzed. During external visual inspection of the shaft and handle segments no anomalies were identified. During external visual inspection of the array segment, the guidewire lumen was observed to be kinked 0.64 inches from the tip. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was performed and prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck. Deflection testing (rotating steering knob clockwise and counterclockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the returned product inspection due to a kinked guidewire lumen in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while in the left atrium the guidewire could not be advanced beyond a certain point. The catheter was removed, the guidewire was manipulated, and the guidewire was replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.